Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the multiple patients and orders were not crossing from server to station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple patients and orders did not transfer from the server to the station. A technical support specialist confirmed that cc agent reviewed the fusion coordination engine (cce) system and confirmed that no adt messages were received for the missing patients. The issue originated from the customer¿s side, specifically from the paragon system, and was not related to bd. The specialist confirmed that the issue was resolved by the customer or their active directory (adt) provider. The system functioned as intended after the issue was resolved.